Event description:
Difficulty inserting IV catheter- several nurses attempted that have great deal of experience. Catheter difficult to get in, does not thread well, too soft, shearing with advancement. Catheter placed, but patient experienced increase pain and multiple sticks. Manufacturer notified and provided with product/packaging from event.